Manufacturer narrative:
Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the caller stated they thought the implant was "out of wack," and the patient had a really bad night last night. This issue started "maybe two weeks ago," and had been gradually getting worse. The caller was walked through how to communicate with the implant, and stated the patient was at "2,10" on program 2. They stated if the patient went any higher than 2,10, it would become uncomfortable. The caller was showed how to switch programs, and it was recommended they speak to the doctor about a possible program change. The patient would keep stimulation on program 1 at 2,20, and would follow up with their doctor.